Event description:
It was initially reported by the physician that system diagnostics was ran on the pt and high lead impedance was observed. Pt was referred to surgeon for a possible full revision surgery. X-rays were done but no results have been dictated. No additional information was provided. Good faith attempts to obtain additional information has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.